Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), but there was the possibility that the reported phenomenon was attributed to the failure of the operational amplifier on the electrical circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the image was not displayed when evis 160 series videoscope was connected to the subject device with maj-1430 videoscope cable exera ii. The user also found that the endoscopic image was displayed when the evis 190 series videoscope was connected to the subject device, but the endoscopic image was not displayed when another videoscope was connected to the subject device with another maj-1430. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated when evis 160/180 series videoscope was connected to the subject device, and also found that the printed circuit board of the subject device had failure. Oekg surmised that the failure of the printed circuit board might be caused the no image.